Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Another child pressed the patient's coil from his head during a football game and the patient lost access to sound with the device. The patient is an avid player and often gets hit on the head with the ball, but previously without incident. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Another child pressed on the patient's coil during a football game and the patient lost access to sound with the device. The patient plays football and often gets hit in the head with the ball, but previously without incident. Re-implantation is planned.